Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator had an unresolved "transducer fault" alarm condition while on a patient. The customer reported that they did not have any more information regarding any harm to the patient as they estimated that the reported issue occurred a year ago, so the status of the patient is currently unknown.